Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that he had a high blood glucose over 600 mg/dl and was receiving a no delivery alarm. Customer wants his pump replaced and does not want to troubleshoot. Customer stated that he recently went to the hospital because of a kidney transplant and that it was not related to the pump or diabetes. Customer stated that his pump had also been exchanged several times.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.